Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 284 mg/dl. The customer treated high blood glucose with manual injection. It was unknown if the customer was using auto mode or not at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.